Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. Additional information received from the field representative indicated that the lead dislodgement was determined through x-ray and high threshold measurements. The lead was explanted and replaced with a competitor lead. No additional adverse patient effects were reported.